Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21025820. The customer provided a photograph of the affected sample; analysis of the photograph identified that the male luer tip had broken away at its base and remained stuck within the connecting product. A closer inspection identified stress marks are the location of the breakage. A review of the production records for lot 21025820 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the observed damage could not be determined. H3 other text : see h.10.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced luer-lok collar breakage, and tubing separation from adapter/luer connector. The following information was provided by the initial reporter: hematology department, the connection between 2000e and PICC catheter was found to be broken during use, and the sample was discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced luer-lok collar breakage, and tubing separation from adapter/luer connector. The following information was provided by the initial reporter: hematology department, the connection between 2000e and PICC catheter was found to be broken during use, and the sample was discarded.